Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed measuring the ventriculoarterial (va) retrograde time and making sure minimum post-ventricular atrial refractory period (pvarp) is programmed accordingly. Field representative will discuss with physician. Additional information was received that this crt-d has high out of range shock impedances on the right ventricular (rv) lead. Lead replacement was discussed for this patient. Subsequently, this crt-d has been explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed measuring the ventriculoarterial (va) retrograde time and making sure minimum post-ventricular atrial refractory period (pvarp) is programmed accordingly. Field representative will discuss with physician. Additional information was received that this crt-d has high out of range shock impedances on the right ventricular (rv) lead. Lead replacement was discussed for this patient. This device and rv lead remain in service. No adverse patient effects were reported.